Event description:
A territory manager conducting an in service, contacted zoll customer support to report that his monitor would not activate by pressing the response buttons. This resulted in the device displaying service code 204. The tm was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem has been confirmed. The cause of the response buttons not powering on the system was due to defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective response button. The pt received a replacement monitor.